Event description:
It was reported that on the date of this report patient heard a non-critical alarm; telemetry was not performed. It was stated that patient had missed his refill date yesterday; patient had not experienced any withdrawal symptoms at this time. It was stated that patient had relocated and currently did not have a managing physician. Drug delivered via the device was baclofen. On (B)(6) 2012 it was reported that the pump was alarming critically; telemetry not performed. Per reporter the pump "may be empty"; as indicated above patient had missed his refill. Patient had experienced increased baseline spasticity and irritability. It was added that the patient was denied service due to insurance issues and was unable to find a physician to fill his pump. The patient was looking for a hospital in the area after relocating to address his withdrawal. The patient was home at the time of this report and had oral baclofen from his hcp in another state. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: catheter: model: 8709, serial# (B)(4), implanted: (B)(6) 2003, explanted: unk. (B)(4).